Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) had an incorrect milliampere (ma) output during use. It was noted that the epg passed all automated and bench testing with no anomalies observed. The instrument was returned unrepaired to the customer on their request. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) had an incorrect milliampere (ma) output during use. It was also noted that the epg required recalibration. There was no patient involvement.